Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low insulin alert that was not addressed by changing the cartridge and subsequently ran out of insulin. There was no reported impact to the customer's blood glucose (bg) level. No further information was provided on the reported issue.